Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a peritoneal infection due to a disconnection with the transfer set while using the homechoice device. The peritoneal infection was manifested by cloudy effluent. The patient was not hospitalized. On the same day as the onset, the patient began treatment with ancef intraperitoneally (dosage and frequency not reported) for the peritoneal infection. Three days after treatment with ancef was initiated, that therapy was discontinued and the patient began treatment with an unspecified oral antibiotic (medication, dosage, and frequency not reported). Treatment with the oral antibiotic was scheduled to last for twenty-one days. On unreported date(s), the patient received treatment with intraperitoneal fortaz (dosage, frequency, and duration not reported) for the peritoneal infection. The patient is recovering from the peritoneal infection. Dianeal and extraneal therapies were ongoing. The patient was not retrained on proper aseptic technique. Additional information was requested, but is not available.